Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
It was reported that dr. (B)(6) was attempting to screw in the 26mm locking peg into the plate and screw would not engage into the plate and lock. After several attempts, dr. (B)(6) removed both the screw and plate. He then used another plate and completed the case successfully.

Manufacturer narrative:
The reported event could be confirmed. The peg has been locked to the plate, but because of further turning after locking was achieved, the locking thread of the peg cut into the lip of the plate. Based on the performed investigation, the root cause for the reported event can be attributed to too high torsional forces during insertion. No indications were found for any systematic design, material or manufacturing related issue.

Event description:
It was reported that dr. O'neill was attempting to screw in the 26mm locking peg into the plate and screw would not engage into the plate and lock. After several attempts, dr.o'neil removed both the screw and plate. He then used another plate and completed the case successfully.